Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the inspection failed. The j3 component is disconnected from the pcg and the universal serial bus (usb) pins are damaged. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a damaged j3 component and usb pins. (B)(4).